Event description:
It was reported that the tip of the driver broke off in the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Visually confirmed instrument tip breakage. Macroscopic examination confirms driver tip broken off. Fracture surface partially damaged. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface and no indication of fatigue or torsional overload. The angulation of the fracture surface, in addition to the absence of torsional overload, and usage suggest failure due to bend stress overload. Visually identified approximately the initial eighth of first thread is broken off and not returned for analysis. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to misalignment and associated bend stress overloading. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.